Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent and one 6 french telescope guide extension catheter (gec) to treat a non-tortuous, mildly calcified lesion exhibiting 85% stenosis located in the mid circumflex (cx) artery. The telescope gec device was removed from packaging and prepped per IFU with no issues noted. The device was inspected with no issues. Resistance was not encountered when advancing the telescope gec and excessive force was not used during delivery. It was reported that when the resolute onyx stent was pushed through, it caught and snagged on the telescope entry port and the stent dislodged. The whole system had to be removed. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: deformation evident to the on-ramp and entry port. The inner coil was deformed, immediately distal to the entry port. No deformation evident to the distal tip. The inner lumen was verified to 0.0540 inches however, resistance was experienced when passing the lumen patency ball through the entry port. No deformation evident to the remainder of the device. This event has been previously reported for ronyx40018ux under MDR report number 9612164-2020-03393. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.